Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 65 mg/dl, after an incorrect meal announcement was entered when treating the low with orange juice. Symptoms included hypoglycemia without loss of consciousness or seizure. Outcomes included transient impact to blood glucose control that resolved after oral carbohydrate intake; no medical intervention, hospitalization, or ketone testing occurred. Investigation included review of device data and user interview, with troubleshooting and education provided. Investigation of this case revealed user error related to meal entry during treatment of hypoglycemia. It was concluded that device function was not implicated and that user education addressed the issue.